Event description:
It was reported that a malfunction alarm occurred with a fault ID of malf 9, which was resolved by resetting the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, no further malfunctions were reported. The customer was instructed to call back if the issue recurred, and the customer acknowledged and understood these instructions.